Event description:
It was reported, during the aortic valve replacement procedure, the patient's native aortic valve was removed, the annulus was sized with an sjm sizer to be 17 mm, everting mattress sutures were placed, and the valve was sutured down. Since the annulus was small, the surgeon had a problem inserting the valve. One of the leaflets fractured when the surgeon attempted to press the valve into the annulus. The fractured leaflet was removed a 3 mm x 6 mm size piece was missing. The left ventricle was inspected using an endoscope, but the missing piece was not found. The surgeon spent more than 30 minutes looking for the missing piece. Since the patient's heart function was quite low, the surgeon decided to finish the procedure by replacing the valve with another 17 mm sjm regent valve to avoid prolonging the procedure time any longer. The replaced valve was implanted without problem. It took a long time to remove the patient from bypass and an iabp was used. The fractured piece was still not found with postoperative x-ray. The surgeon indicated he might have touched the leaflet while pressing the orifice ring into the annulus. The surgeon does not allege that the event was caused by a device defect.